Event description:
During a periodic inspection of the device, foreign material appearing like dirt was noted in the distal end. Repeated cleaning did not remove the foreign material and the device was returned for repair. There is no reported harm to any patient. Upon device evaluation, discoloration of the light guide rod lens was also noted. This medwatch is being submitted for the reportable issue of foreign material found in distal end and the discoloration of the light guide lens which was observed at device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, foreign material was found inside distal end and elevator wire. This is likely caused by poor quality of the water installation and insufficient cleaning. Discoloration of the light guide rod lens was also noted. Other observations for the device are: deformed nozzle; dent in distal end cover; scratch on connecting tube; scope body damaged; air/water nut and suction cylinder nut paint peeled off; chemical damage on connector; angulation play and less than specified value of angulation on control knobs; and defective forceps raiser. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.